Manufacturer narrative:
D4. Serial number, lot #, expiration date; d7. If explanted, give date (mo/day/yr); h4. Manufacture date corrected info, supplemental MDR #1 inadvertently omitted information known prior to submission.

Event description:
The explanted lead was discarded. Product analysis for the 106 generator was completed and approved. A comprehensive automated electrical evaluation showed that the device performed according to functional specifications. There were no performance, or any other type of adverse conditions found with the pulse generator.

Event description:
It was reported that the patient underwent prophylactic generator replacement, and high lead impedance was seen pre-operatively. It was noted that the lead will be replaced at a later time, and the new device was left off. No known surgical intervention has occurred to date. No additional relevant information has been received to date.